Event description:
It was reported that air bubbles were observed within the canister. There was no adverse impact to the customer¿s blood glucose. No additional information was provided by the customer.